Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is experiencing persistent pain at the ipg site. It was further reported the pt is unable to sit or lie on his back comfortably. The pt has gained weight. The pt wants to have the system removed. The pt will consult with the physician at a future date.